Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: proximal pressure sensor auto-zero failed" error code was displayed. A high priority alarm occurred, and it changed to a low priority alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was replaced with another v60, and no further medical intervention or delay in therapy was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the data acquisition board, and no other anomaly was found. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The data acquisition (da) board was returned for analysis. Functional analysis was performed and identified that pressure accuracy testing passed. Visual inspection revealed no evidence of damage or contamination. The technician could not duplicate the failure from the service. The suspect da pcba operated on the stb without any issues, and pressure accuracy testing passed as noted in the current revision of service manual.